Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The caller reported that the patient was unable to get any coupling bars since being implanted. Al = 42-46. They reported implantable neurostimulator (ins) was tilted in pocket and caller can not feel that ins closer to skin at the top of the ins whereas the bottom of ins was deeper in tissue. There is no swelling at pocket currently. Ins in buttock, not sure which side. The patient was able to communicate with another external device. Attempt al but it did not resolve the issue. X-rays was sent and ins does not appear to be flipped. X-rays also reflect a tilted ins. Caller will discuss further with hcp as ins positioning may need to be revised due to positioning. Additional information was obtained by medical representative doctor saw her in there office to determine if they were going to do a pocket revision and the caller had not yet heard the outcome of what was decided. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.